Manufacturer narrative:
Additional information: attempts have been made to obtain additional information, at this time no additional information has been received. No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. The information provided on the fs200 treatment report indicates a 'cloudy' central inferior area of the flap which is caused by formation of gas during the cutting procedure. This gas accumulation may not have made it to the end of the canal. This gas would then be released through the bowman¿s membrane and accumulated again between the patient interface glass and applanation cone. Consequently, after such a vertical gas breakthrough (vgb), the affected flap area usually would remain uncut. The root cause could not be identified without additional related information. A possible reason for the vgb in this case could be the combination of thin intended flap (110um), too short canal adjustment and insufficient canal venting. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a case of an uncut area on inferior side, observed in the patient's left eye during flap creation. The surgeon completed the flap with a microkeratome and the lasik procedure was completed. Reporter indicated there was also a small (vgb) vertical gas break noted. Additional information has been requested.

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.